Event description:
This event was submitted as part of the intervascular pmcf registry. On (B)(6) 2013, the patient presented with a lesion in the superficial femoral artery of the left leg. An intergard knitted graft was soaked in saline and heparin before the procedure, and the graft was implanted via fem-pop bypass without any issues. Technical success was achieved and the patient was discharged on (B)(6) 2013. On (B)(6) 2018, 4 years, 5 months after the initial implant procedure, the patient experienced graft infection . The severity was noted as severe and the investigator noted this was causally related to the device. An interventional treatment (graft explant) was performed but no graft reintervention or amputation were performed. The clinic noted this was not related to the procedure, but relationship to the device was causal. The clinic provided the following details, "imaging was performed due to suspicious discharge from the right scarpa and showed findings suggestive of infection of the intergard bypass graft. The graft was explanted on (B)(6) 2018. Intraoperative cultures of the intergard graft were positive for methicillin-sensitive staphylococcus aureus (mssa)". Complaint # (B)(4).

Manufacturer narrative:
(4115) based on available information, the graft was explanted in 2018. It was assumed that the graft was scrapped and therefore, the device is not available for evaluations. (4109/213) the review of historical data indicated that no other similar complaint was reported for the same sterilization lot number 13g18. (3331/3233) the device history records review is ongoing. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.